Event description:
Subsequent to the previously filed report, additional information was received that the xpert pro stent became partially deployed when trying to withdraw the xpert pro stent delivery system from the guide wire while keeping guide wire access in the vessel. This was in the popliteal segment where the lumen was big enough so no damage to the vessel occurred. No additional information was provided.

Manufacturer narrative:
Device codes: 1484 labeled. Internal file number - (B)(4). Added device code 1484. Evaluation summary: the device was returned; visual, dimensional and functional inspections were performed. The reported resistance with the guide wire and partial deployment were confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht command guide wire referenced is being filed under a separate medwatch report#.

Event description:
It was reported that during a procedure of the heavily calcified posterior tibia artery, the 3.0 x 40 mm xpert pro stent delivery system (sds) met resistance advancing over the 0.014 command guide wire; the guide wire was moved from position and a vessel dissection occurred. The two devices could not be removed separately and were removed together from the anatomy. Although additional procedure time was noted, it was not clinically significant and a different xpert pro stent was used successfully at the lesion and treat the dissection. No additional information was provided.